Manufacturer narrative:
The returned products were evaluated. According to the investigation results one electrode (material-no: 27040gp1; lot -code: ys28), was to be found as cause of the problem. Therefore the leading article for this report in section 2.3 was changed to the electrode. The electrode is burned out on the active side. It was already very thin that indicates several usages. It is normal wear and tear. The second electrode (zc_200948129: material-no.: 27040gp1 (lot: ys28)) shows normal signs of use. The cable (zc_200948127: material-no.: 27176leb (lot: unknown)) is burned out at the connector, which could have been caused by a short circuit at the loop. The working element (zc_200948171: material-no.: 27040eb (lot: or06)) shows a break in the weld seam and signs of corrosion. The autocon (zc_200948538: material-no.: 20535220-115 (sn: ba01692)) does not exhibit any fault. The foot switch (zc_200948537: material-no.: 20013831 (sn: n/a)) has traces of corrosion on the housing. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The material-no.: 27176leb (zc: 200948129) was evaluated by the legal manufacturer. According to the investigation results the bipolar resection cable is damaged at the cable sheath near the instrument-side connector, 5mm behind the kink protection. Both strands are cut. Burn and fusion marks are visible. The cable has undergone 54 sterilization cycles. No material or manufacturing defects are visible on the cable. Therefore, it can be concluded that the burn on the user's hand was caused by a voltage flashover at the instrument end of the bipolar cable. According to the instructions for use, the cable must be checked for damage before each use; defective products must not be used. Due to the fact that the root cause of the incident was due to a device from a third party, and karl storz is not the legal manufacturer, this case is not reportable. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that an intrauterine endometrial polypectomy was performed via bipolar resection. Toward the end of the surgery, a loud sound was heard from the hf device and at the same time electrical cracking sounds were heard from the bipolar cables connected to the working element. The doctor's hand got injured because the arc was formed. When she saw the injury, she passed out. The surgery was canceled, no harm to the patient.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Section d1, d2, d4, and g4 were corrected in this supplemental MDR report to reflect teh correct karl storz porduct in question. Karl storz is not the legal manufacturer of the product bipolar high frequency cord, 400 cm which was incorrectly documented in the initial report for this event. The event is filed under internal karl storz complaint ID: (B)(4).